Manufacturer narrative:
Reliability analysis inspected 2 opened and used reservoirs. Analysis performed pre-fill reservoirs. Reservoirs passed per inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Analysis also inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion was reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 70 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed self test and the insulin pump passed. The reservoir will be returned for analysis.